Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a hip arthroscopy procedure wire was inserted into a tight hip and may have sustained a slight kink. A cannula was inserted over the wire that snapped leaving approximately 5 centimeters of wire free inside patient. There was a twenty minute delay attempting to remove arthroscopically before having to do mini-open incision to retrieve. The wire was successfully removed however significant case delays. Patient's post-operative condition is unknown.

Manufacturer narrative:
Evaluation narrative - three requests were made for the return of the device without any response. Should the device be received the complaint will be reopened. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. The device is a single use product that is provided sterile. This device was not reprocessed and reused as reported in the initial MDR report. The "yes" response was inadvertently selected. (B)(4).